Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. After the watchman access system (was) entered the pigtail catheter, the physician attempted to tighten the hemostasis valve, but difficulty was noted. No patient complications occurred. The procedure was completed with another of the same device.